Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks. Review of the episode led the field to believe oversensing of noise due to air entrapment in the device pocket or near the electrode was suspected to be the cause of the delivery of inappropriate therapy. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks. Review of the episode led the field to believe oversensing of noise due to air entrapment was suspected to be the cause of the delivery of inappropriate therapy. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the nature of incident field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks. Review of the episode led the field to believe oversensing of noise due to air entrapment was suspected to be the cause of the delivery of inappropriate therapy. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.